Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device to be in backup vvi. Bench testing was performed and no source of high current was identified. Stress testing was also performed and the failure was unable to be recreated. The cause of the backup vvi status was undetermined. Additionally, bench testing was performed on the right ventricular (rv) and left ventricular (lv) pace outputs because they were being sensed on the atrial channel. In-lab testing and analysis were performed and revealed no electrical shorts present between the atrial and ventricular low voltage channels. The cause of the pacing anomaly was determined to be a u1 issue.

Event description:
This report is to advise of an event observed during analysis.